Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant was prepping to insert a impella cp pump when the tip of the guide wire was found to be frayed. A new guide wire was used. There was no harm to the patient.